Event description:
The consumer reported via the manufacturer representative that the device was not charging after the patient fell directly on the device. Multiple methods to obtain coupling necessary to take a charge were attempted. The healthcare professional was considering a pocket revision or a battery replacement. The issue was not resolved at the time of the report. Further information received from the representative reported that the recharging issues had not been resolved as the system continued to have difficulty coupling/charging since the fall. A battery replacement was scheduled for (B)(6) 2016. The indications for use were failed back surgery syndrome and spinal pain. No patient symptoms reported.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.